Manufacturer narrative:
Additional patient information: patient height reported as: 5¿5.¿ additional patient identifier: (B)(6). UDI: ((B)(4). Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. A device history record review for part #: 04.037.053s, lot#: h127743 (sterile): manufacturing location: (B)(4), manufacturing date: 20-jun-2016, expiration date: 31-may-2026. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. A product development investigation was performed for the following received subject devices by customer quality (cq): one 10mm/130 deg ti cann tfna 320mm/left ¿ sterile (part number: 04.037.053, lot number: h127743). One 10mm cannulated tapered drill bit (part number: 03.037.021, lot number: f-19306). One 6mm/9mm cannulated stepped drill bit (part number: 03.037.022, lot number: f-19278). One 6mm/9mm cannulated stepped drill bit (part number: 03.037.022, lot number: f-19282). The complaint condition is confirmed for all parts. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The complaint devices are part of the depuy synthes tfn advanced proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The nail (part number: 04.037.053, lot number: h127743) was returned with significant damage along the outside wall of the proximal locking hole and the inner wall of the distal locking hole. Slight abrasion along one of the grooves of the nail was also identified; misalignment has been determined to be the reason why the damage occurred. The tapered drill bit (part number: 03.037.021, lot number: f-19306) was returned with a portion of the distal tip broken off (approximately 1.81 mm is missing from the device) and was not returned. The stepped drill bit (part number: 03.037.022, lot number: f-19278) was returned with the proximal tip broken off (approximately 20.37mm had sheared off) and was not returned. The stepped drill bit (part number: 03.037.022, lot number: f-19282) was returned with the distal tip broken off (approximately 4.68mm had sheared off) and was not returned. Relevant drawings for the returned devices were reviewed: the design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined as the circumstances at the time of the event are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three drill bits broke and there was difficulty drilling through a trochanteric fixation nail advanced (tfna) during an intramedullary (im) rodding of a left hip. After the nail and guide wire had been placed, as the surgeon used a stepped drill, the back end of a stepped drill bit snapped off. Then another identical stepped drill bit broke at the tip. Another set was opened and a tapered drill bit broke at the tip when it hit the nail, leaving fragments in the patient's hip. When the surgeon could not drill through the tfna and into the femoral head, that original nail was removed and replaced with a trochanteric fixation nail (tfn). There was a reported one hour surgical delay and additional x-rays were required. The procedure was then successfully completed with no harm to the patient. It was identified during the complained device investigation process that the nail was returned with significant damage along the outside wall of the proximal locking hole and the inner wall of the distal locking hole. Slight abrasion along one of the grooves of the nail was also identified; misalignment has been determined to be the reason why the damage occurred. This condition was re-evaluated and was determined to be reportable on november 1, 2016. Concomitant devices reported: stepped drill (part #unknown, lot #unknown, quantity 1). This is report 1 of 4 for (B)(4).